Event description:
A healthcare facility in kansas reported via a fisher & paykel (f&p) healthcare field representative, that the tubing of a 950n81j neonatal ventilator dual heated circuit was found partially melted during patient use. There were no reported patient consequences.

Manufacturer narrative:
(B)(4). Section d4: complete device identification information was not provided by the healthcare facility. Section h11: the subject 950n81j neonatal ventilator dual heated circuit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. A follow up report will be provided upon completion of our investigation.